Event description:
It was reported that during a pta procedure the doctor was unable to remove the balloon dilatation catheter from the sheath. The whole system had to be removed. The type of procedure was a bilateral common iliac stent placement. Approach was bilateral common femoral. The sheath was 6fr. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the proximal portion of the catheter measured approximately 66.8cm in length from the distal break to the collar of the bifurcate. The same catheter section was necked down and flattened for approximately 9cm at the distal end. The introducer that was returned measured approximately 16.3cm from the distal end to the hub. Approximately 4cm of the shaft from the hub was accordioned. The distal 5.5cm of the introducer shaft was necked down, flattened and a lighter blue in color compared to the rest of the shaft. The shaft was kinked at approximately 5cm from the distal tip and there appeared to be 2 sets of hemostat marks, one at the distal tip and another approximately 2cm from the distal tip. There was approximately 1.5cm of the xt catheter shaft protruding from the proximal end of the introducer with a mostly circumferential break and approximately 1mm longitudinal v-shaped break that matched up to the proximal portion of the catheter shaft. Distal tip location could not be determined due to the condition of the introducer. The result of the investigation was confirmed for shaft break. Based on the condition of the sample, root cause unknown. It is unknown if procedural issues contributed to this event. The current info for use (IFU) for this device states: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above.